Event description:
Pt underwent breast augmentation and mastoplexy several years ago. Now desires to have breast reduction and implant removal because of increasing back, shoulder and breast pain. In 1999 - pt underwent bilateral removal of breast implants, (200cc saline) intact.